Event description:
It was reported that two pieces of the cannula ripped off during insertion; one piece was retrieved from the patient, and the other piece was not. The surgeon inserted the cannula with a curved hemostat and reported he was "too rough" with it. Procedure: rotator cuff repair/subacromial decompression. Patient's demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of this event was the end user being "too rough" with the device during insertion. This is the first complaint of this type for this part/lot combination. The potential cause of this event is being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted.